Manufacturer narrative:
Preventive maintenance for the console was performed at customer's site. During functional testing, mid09 (air trap assembly) error message occurred due to a faulty airtrap block. The thermogard console is a reusable device and was manufactured on 12 oct 2012 and has exceeded its expected service life of five years. As part of routine service, the console was examined and found no other issues. After replacement of the airtrap block, the console was further tested and passed all final testing criteria.

Event description:
The thermogard console (sn (B)(4)) was serviced at the customer site for preventive maintenance. As part of routine service, the device was functionally tested and displayed a mid09 (air trap assembly) error message.